Event description:
It was reported there was a motor stall. It was noted the stall was confirmed and no recovery was recorded in the event logs. It was noted the patient was seen for a refill on (B)(6) 2013 that was ¿uneventful.¿ it was noted the patient heard the pump alarming intermittently later that evening, though at first they were not sure that it was from the pump. It was stated the patient had withdrawal symptoms of cold, nausea and increased pain ¿8/10.¿ it reported that interrogating the pump logs showed a motor stall on (B)(6) 2013, ¿1922,¿ a tube set on (B)(6) 2013 and a recovery on (B)(6) 2013 ¿0649.¿ the logs also showed a motor stall occurred on (B)(6) 2013 ¿1115¿ and no recovery. It was reported by looking into past logs that a motor stall occurred on (B)(6) 2013, a tube set on (B)(6) 2013, and a recovery on (B)(6) 2013. It was stated there was no emi or MRI. It was stated the patient was in bed all weekend. It was stated the patient wanted the pump turned off, explanted, and not replaced because they were afraid of the pump. It was stated the pump w as not helping the patient. The pump off password as provided to the healthcare provider. The pump was used to deliver bupivacaine and dilaudid.

Event description:
It was later indicated that the device system was explanted as the pump and catheter were returned to the manufacturer; however, no additional information was provided.

Manufacturer narrative:
Received for analysis was the pump and catheter. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovery. During analysis the technician found significant residue and shaft wear on the lower shaft of gear 2. And also found some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Analysis of the pump was concluded as pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft bearing. Analysis of the catheter revealed a non-significant indent was seen down in the cup of the sc connector that did not affect infusion.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n193487007, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.